Manufacturer narrative:
Device has been rec'd and requires additional time to complete the analysis. A supplemental will be submitted upon completion of the investigation.

Event description:
The customer stated that the unit would not do the second shock, pt was in cardiac arrest and died. Fire/rescue incident.